Manufacturer narrative:
Product is not expected to be returned. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted as it exhibited loss of capture due to dislodgement confirmed by x-ray. No additional adverse patient effects.